Manufacturer narrative:
The lal was returned for evaluation, however, it was cut into fragments during explantation and is unable to be adequately evaluated due to the condition of the lens. Manufacturer reference: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +25.0d) was explanted from the right eye due to the amount of myopia that was targeted in this eye by the treating physician; a new lal (sn (B)(6), +25.0d) was implanted as a replacement. Rxsight's first awareness of this event was on 07/23/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 6196.